Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that the patient presented syncopal events. Upon interrogation it was found that this right ventricular (rv) lead exhibited loss of capture (loc) and a drop in pacing impedance to 240 ohms. A revision procedure was performed. When the pocket was opened, the physician found the suture for the rv lead also wrapped around the body of the ra lead. Insulation damage was suspected. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient presented syncopal events. Upon interrogation it was found that this right ventricular (rv) lead exhibited loss of capture (loc) and a drop in pacing impedance to 240 ohms. A revision procedure was performed. When the pocket was opened, the physician found the suture for the rv lead also wrapped around the body of the ra lead. Insulation damage was suspected. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.